Event description:
Hospital notes dated (B)(6) 2014 reported that the patient with recent vns implant presented with increased seizure frequency and had status epilepticus in which diastat was given. The patient¿s vns device was turned off and on was added to the medication regimen. Per the patient¿s mother, the notes reported that the patient started to have more frequent seizures up to 14 seizures in a day that lasted about a minute since the vns placement. The patient was last seen by neurology in (B)(6) 2014 where vns settings were readjusted. The adjustment reportedly was not helpful, and he had many seizures that night. The during the night of (B)(6) 2014, the patient started to have more clusters of seizures (typical seizures for the patient) and then had generalized tonic-clonic seizure involving violent generalized jerking which was atypical for him. Diastat was administered, but due to shallow breath, the patent was taken to the hospital. The decision was made to transfer the patient to the picu for further care. Additionally, the mother reported that in addition to increased seizure activity, the patient became unable to bear weight on right leg (reportedly he was able to walk with braces prior to vns placement). The mother reported compliance to home medication in terms of total doses in a day. However, she did report that she would divide the dose of keppra and deappkote in half and give each half about half-an hour apart from each other. Neurological systems reported electrolyte abnormalities and ¿malfunctioning vns.¿ differentials for increased seizure activity included infectious causes. The patient responded well to ativan the night of (B)(6) 2014 and improved significantly after being encephalopathic overnight since then as of (B)(6) 2014. It was noted that the mother thought at that time that the vns has made the seizures worse and insisted on removal of the device. The patient was administered fosphenytoin on (B)(6) 2014 and as of (B)(6) 2014 had not had any more seizures. The plan was to control the seizures medically, as the mother did not want the vns on. The patient¿s onfi dosage was lowered on (B)(6) 2014. The medical staff discussed about another trial of turning on the vns, but the mother declined. The patient was released to discharge on (B)(6) 2014 from the hospital. Attempts for additional relevant information have been unsuccessful to date.